Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for no delivery . Blood glucose at the time of incident was 338 mg/dl. The customer reported that he change infusion set and insulin pump alarm no delivery. Customer went to bed and on the in diabetic ketoacidosis throwing up. Customer declined troubleshoot. The insulin pump will be returned for analysis.